Manufacturer narrative:
It has now been reported that the infection was treated with oral and IV antibiotics. The device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on october 29, 2020.

Manufacturer narrative:
This report is submitted on 16 february 2021.

Manufacturer narrative:
This report is submitted on july 31, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in breakdown of the skin flap and exposure of the receiver-stimulator. It is unknown what treatment the patient has received for the reported infection.